Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap colon. According to the report: after colon surgery, the surgeon found a foreign material inside the pt cavity and retrieved it. The surgeon says it appears like a part of one of the port products, however, the surgeon could find no breakage in the devices. It is unk where the foreign material came from. The procedure was completed with another device. There was no tissue damage, no bleeding, and the reporter did not indicate if there was an extended operating room time. The pt status is described as "ok."